Event description:
Reported by company representative as a leak in the port tubing.

Manufacturer narrative:
Medwatch sent to FDA on: 17/oct/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: " deflation of the band may occur due to leakage from the band, the port or the connector tubing."